Manufacturer narrative:
It was reported in the literature article ¿stent-assisted coiling of unruptured intracranial aneurysms: long-term follow-up in 164 patients with 183 aneurysms¿ by mine, benjamin; aljishi, ali; d¿harcour, jean-bernard; brisbois, denis; collignon, laurent; lubicz, boris, journal of neuroradiology (2014) 41, 322 ¿ 328, that stent-assisted coiling (sac) is increasingly used to treat complex unruptured intracranial aneurysms (uia) including wide-necked and fusiform ia. However, few data are available over the long term results of this technique. 164 patients were admitted, two thirds of them women, average age was 46 years. All patients received general anesthesia, systemic anti-coagulation and dual anti-platelet therapy. Enterprise and non-codman stents were used. Procedural and early post-procedural complications were recorded. The clinical course was recorded including worsening symptoms or death. The clinicians reported that three patients developed significant intrastent stenosis that was treated with radiosurgery and one patient had a symptomatic thromboembolic event approximately 3 years after stent placement. The devices were not available for analysis. No sterile lot numbers were reported and no devices were returned for analysis, there for no DHR or fal could be completed. Intrastent stenosis and thromboembolic events are known potential adverse events associated with the use of intracranial stents for treatment of aneurysms and are listed in the enterprise IFU as such. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the available information suggests that patient and pharmacologic factors may have contributed to the reported events. This is an initial/final report. This is 1 of 2 product issues associated with report 1058196-2015-00067. (B)(4).

Manufacturer narrative:
UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable.

Event description:
It was reported in the literature article ¿stent-assisted coiling of unruptured intracranial aneurysms: long-term follow-up in 164 patients with 183 aneurysms¿ by mine, benjamin; aljishi, ali; d¿harcour, jean-bernard; brisbois, denis; collignon, laurent; lubicz, boris, journal of neuroradiology (2014) 41, 322 ¿ 328, that stent-assisted coiling (sac) is increasingly used to treat complex unruptured intracranial aneurysms (uia) including wide-necked and fusiform ia. However, few data are available over the long term results of this technique. 164 patients were admitted, two thirds of them women, average age was 46 years. All patients received general anesthesia, systemic anti-coagulation and dual anti-platelet therapy. Enterprise and non-codman stents were used. Procedural and early post-procedural complications were recorded. The clinical course was recorded including worsening symptoms or death. The clinicians reported that three patients developed significant intrastent stenosis that was treated with radiosurgery and one patient had a symptomatic thromboembolic event approximately 3 years after stent placement. The devices were not available for analysis.